Event description:
The reporter stated, that the hub was cracked. It was unknown whether the crack was present, when the product was initially removed from the package. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The product has not yet been received for eval. The device history record could not be reviewed without a reported lot number as a reference. Review of the complaint database for the previous 24 months indicates that this is the fourth reported cracking issue on this product code. Two of the previous complaints were due to over-tightening by the user. No broken components were found on the third. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product eval. An add'l report will be submitted should info become available that impacts the outcome of smiths' investigation.